Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. Peritonitis was manifested by the patient "not doing well" and constipation. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with reflin injection 1 gram (route, frequency, and duration not reported) and fortum injection 1 gram daily at night exchange intraperitoneally (duration not reported) for the peritonitis. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.